Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during pocket revision for right ventricular lead revision an infection noted. Only the right ventricular lead was explanted and replaced. The device system remained implanted. Patient's condition was good post operatively.